Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 69-year-old female patient needing mechanical circulatory support was implanted with an impella cp. It was reported that while on the impella support, the patient experienced limb ischemia and inadequate blood supply to the impella limb. The impella cp was explanted and upgraded to the impella 5.5. The patient was successfully weaned from device, however, did later expire following explant of the impella 5.5 device device. No allegations were made towards the impella for cause of death.